Manufacturer narrative:
One photo of the shell was provided, it showed the shell implanted in the patient, the shell looked unremarkable. Device details were not visible from the picture but the device appears to be an unknown trident shell. The shell was not explanted. The exact cause of the event could not be determined due to insufficient information. However, the review of the provided medical records and x-rays by a clinical consultant indicated that the radiology of the right hip confirms adequate position of the stem but the cup has a low to absent amount of anteversion. The two potentially contributing factors that are clear from the available info are the deep hip flexion event in combination with a low amount of cup anteversion that have combined to facilitate a hip dislocation under this extreme condition through component impingement between stem neck and cup rim. Also the mar findings report an impingement lesion on the rim of the cup and given the frayed aspect of this lesion, chronic impingement must have been present. Combining radiological findings with materials analysis makes clear that component impingement was an important contributor to the dislocation.

Event description:
The surgeon has reported the following: "revision surgery due to patient's pain. Instability in the right hip and sudden dislocation following some attempt to keep something on the ground."